Event description:
It was reported that the patient may need to undergo a revision of a total ankle replacement. There is no specific complaint against the current hardware but the surgeon may do a poly swap in the revision surgery.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.